Event description:
It was reported that the metal tip of an electrohydraulic lithotripsy probe came off in a patient's left ureter during ureteroscopy. The piece was easily retrieved with no consequence to the pt.